Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was discharge in the cut. The patient stated it was getting redder on friday night and the discharge started saturday. The patient described the discharge as more like an infection, like pus. No device issues reported.